Event description:
Patient was having a stress echo procedure using the treadmill. The equipment screen with ECG and reading/documentation went black. The patient had just reached a peak heart rate so they completed the echo study in time and terminated the exam. No other ECG or vitals could be included in the report presumably. Had the patient not reached maxed hr the procedure would have been terminated and repeated. It is reported as an intermittent issue over time, but this is the only recent event I'm aware of. They have reported it in the past per [name redacted]- but nothing could ever be found.